Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen. It has been reported that readings are off by more than 20 mg. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review it was concluded that the reported event was a duplicate event that has already been reported. Please disregard initial report submitted for.